Manufacturer narrative:
Correction: in the initial report it was stated that the monitor has been received by manufacturer for evaluation. The computer system was received by the manufacture. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. The suspect monitor has been received by manufacturer for evaluation. The received computer booted normally to application screen. Computer passed all testings. Near completion of simulated use of system video dropped out. Hard disk drive (hdd) and ram displayed no errors but the video issue was intermittent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that there was an issue with the navigation system during a sacroiliac and thoracolumbar procedure. It was reported that an instrument had recognition failure during the use of the navigation system. The issue was resolved when the site went back to the verify instrument application. According, to the surgeon this issue has occurred several times before. It was reported in the following procedure that the registration point disappeared. The procedure was completed with the use of navigation. There was no known impact on patient outcome. No delay was reported. No additional information was provided.